Event description:
It was reported that, approximately two days post implant, the right ventricular (rv) lead exhibited high and undefined unipolar and bipolar impedances. It was also reported that, eight days later, the right atrial (ra) lead exhibited a low unipolar lead impedance warning and a failed atrial lead position check failure, disabling all atrial tachycardia/atrial fibrillation (at/af) episodes. Both the rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.